Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst during a drainage procedure performed on (B)(6) 2025. During the procedure, after the puncture was made, the axios stent fell into the intestine. The stent was removed using forceps, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the reportable event of the stent was removed using forceps.

Manufacturer narrative:
Blocks b5 and h6 (device code) were updated based on the additional information received on june 27, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed using forceps.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst during a drainage procedure performed (B)(6) 2025. During the procedure, after the puncture was made, the axios stent fell into the intestine. The stent was removed using forceps, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Additional information received on june 27, 2025: it was reported that the stent was successfully deployed. However, the stent moved out of its position and fell into the intestine.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst during a drainage procedure performed (B)(6) 2025. During the procedure, after the puncture was made, the axios stent fell into the intestine. The stent was removed using forceps, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Additional information received on june 27, 2025. It was reported that the stent was successfully deployed. However, the stent moved out of its position and fell into the intestine.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed using forceps. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully covered and undeployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent positioning issue. The stent was returned fully covered and undeployed, and it was able to be deployed appropriately upon functional inspection. However, stent positioning issue is noted within the instruction for use (IFU) / product label as possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the IFU / product label.